Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was unknown at the time of the incident. The customer called because the pump error returned, even though she did the procedure correctly. The insulin pump is expected to be returned for analysis.